Event description:
It has been reported to us that during the procedure, the guidewire tip separated from the shaft and became lodged inside the pt's coronary vein. The physician inserted the guidewire into the pt. The physician inserted an lv lead and considerable manipulation was done in an attempt to place the lv lead in the coronary vein (lateral position being sought). The physician noticed that the tip of the guidewire had separated from the shaft and remained lodged in the coronary vein. The physician continued the procedure. The pt is reported to be fine.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be performed. Device discarded - not returned for evaluation.